Manufacturer narrative:
Device evaluation summary: the product was returned without the box with the suspect seal. As a result, the complaint cannot be confirmed and no determination of possible contributing factors could be made. The device history record (DHR) of lot number 6973253 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. A review of the device history record for lot 6973253 identified no irregularities and no ncr¿s reference in the DHR associated with the release of this lot. A review of the complaint database revealed no other complaints associated with this lot. No corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. (B)(4).

Event description:
It was reported that the packaging of enclosing a tissue expander was noted to be unsealed during a procedure. The product was used on the patient. This product is meant to be kept sterile before it is used on the patient. If the seal that holds the packaging of the product is compromised, and the product is used on the patient, this creates the risk of infection. Infection lead to issues such as sepsis or the need for additional surgical intervention.

Manufacturer narrative:
The product investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) of lot number 6973253 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. (B)(4).

Event description:
It was reported that the packaging of enclosing a tissue expander was noted to be unsealed during a procedure. The product was used on the patient. This product is meant to be kept sterile before it is used on the patient. If the seal that holds the packaging of the product is compromised, and the product is used on the patient, this creates the risk of infection. Infection lead to issues such as sepsis or the need for additional surgical intervention.